Event description:
In 2004 the user facility informed the manufacturer's representative of the following: this is a pt with a history of cancer and thrombocytopenia who had an access port placed in 2004. Pt developed problems with bleeding at the site post-operatively. Despite attempts to manage the problem medically, eventually the port had to be removed due to malfunction and the development of a hematoma. Pt was taken to surgery in 2004 for removal and replacement of the device. Pt tolerated the surgery well and was discharged at a later date.